Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual, and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. There is no allegation of malfunction or failure against this device, therefore an assignable cause of undetermined will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during a thrombectomy procedure on 15-apr-2021, the patient suffered from a perforation vascular rupture and endovascular treatment was required. There was prolonged hospitalization. It was reported there was a possible relationship between the adverse event and subject catheter device. It was reported the thrombectomy procedure and the second treatment strategy were related to the adverse event. The event resolved without clinical sequalae. No further information is available. After reviewing the additional information received from medical safety on 14 aug 2023 it was clarified that the perforation vascular rupture requiring an endovascular treatment is not related to the subject catheter. There was no malfunction or allegation alleged against the subject catheter. Therefore, based on this information, this event does not meet reporting criteria anymore. The event is deemed non reportable with an awareness date of 14 aug 2023.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported during a thrombectomy procedure on (B)(6) 2021, the patient suffered from a perforation vascular rupture and endovascular treatment was required. There was prolonged hospitalization. It was reported there was a possible relationship between the adverse event and subject catheter device. It was reported the thrombectomy procedure and the second treatment strategy were related to the adverse event. The event resolved without clinical sequalae. No further information is available.